Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('endometrial cavity foreign body') and pelvic pain ('chronic pain'). In an adult female patient who had essure (batch no. 796912), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products, included for allergy: cephalexin monohydrate. Concurrent conditions included: metrorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), nausea ("nausea"), pyrexia ("fever") and chills ("chills"). The patient was treated with surgery (she underwent removal, dilatation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, dysmenorrhoea, menorrhagia, fatigue, nausea, pyrexia and chills outcome was unknown. The reporter considered chills, device expulsion, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain and pyrexia to be related to essure. The reporter commented: discrepancy noted, in insertion date: 2008, (B)(6) 2011. The plaintiff states, that she received treatment for events "pelvic pain, dysmenorrhoea, menorrhagia, fatigue, nausea, pyrexia, chills". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2011, permanent blockage of both fallopian tubes. Lot number#: 796912, manufacturing date: 2010/11, expiration date: 2013/11. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), nausea ("nausea"), pyrexia ("fever") and chills ("chills"). The patient was treated with surgery (she underwent removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, fatigue, nausea, pyrexia and chills outcome was unknown. The reporter considered chills, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain and pyrexia to be related to essure. The reporter commented: discrepancy noted in insertion date- 2008, (B)(6) 2011 the plantiff states that she received treatment for events "pelvic pain, dysmenorrhoea, menorrhagia, fatigue, nausea, pyrexia, chills". Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received : case category was updated to incident. Event ¿ injury¿ was replaced with events pelvic pain, dysmenorrhoea, menorrhagia, fatigue, nausea, pyrexia, chills. Reporter information, patient details, product indication updated. Essure insertion date and removal date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('endometrial cavity foreign body') and pelvic pain ('chronic pain') in an adult female patient who had essure (batch no. 796912) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for allergy: cephalexin monohydrate. Concurrent conditions included metrorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), nausea ("nausea"), pyrexia ("fever") and chills ("chills"). The patient was treated with surgery (she underwent removal, dilatation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, dysmenorrhoea, menorrhagia, fatigue, nausea, pyrexia and chills outcome was unknown. The reporter considered chills, device expulsion, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain and pyrexia to be related to essure. The reporter commented: discrepancy noted in insertion date- 2008, (B)(6) 2011 the plantiff states that she received treatment for events "pelvic pain, dysmenorrhoea, menorrhagia, fatigue, nausea, pyrexia, chills" diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: permanent blockage of both fallopian tubes. Most recent follow-up information incorporated above includes: on 27-jan-2021: medical record received. Lot number, reporters information and medical history were added. Event added: endometrial cavity foreign body. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.